Event description:
During a rotational atherectomy procedure, a perforation occurred. The heavily calcified lesion was located in the left anterior descending artery (lad). The physician was unable to advance the burr to the lesion despite several attempts. Upon the final attempt to advance, the burr penetrated the lad well perforating the vessel. Physician performed a pericardiocentesis on the table and the pt was taken emergently to the or. Pt subsequently died. Procedure notes were requested, however, in the opinion of the physician, the death was due to the very calcified vessel and not the product.